Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer's analysis. Follow up information was received and indicated that the lead was explanted due to noise that indicated a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted. Several conductors had blood/body fluid (not obstructed). The inner insulation was melted. The outer insulation was melted, breached cut, had a cosmetic depression and a breached depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).